Manufacturer narrative:
(B)(4) evaluation method: lens work order search. Results: visual inspection of the returned product found of the returned product found the lens optic is torn and one loop haptic is bent. There was evidence of reddish residue on lens surface. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. This device was used as piggyback lens, this lens was used for an indication other what is claimed in our labeling, therefore, the performance, safety and efficacy of the lens cannot be substantiated. This is considered off-label use. #(B)(4).

Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens. The lens was inserted into the pt's left eye and removed. A vitrectomy was performed. This was used as a piggyback back lens. No support in eye. A competitor's lens was implanted. No further information available.